Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01-delsys] (serial: (B)(6). D9: yes, return date: 05-jan-2026 h3: yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. There was a me chanical issue with the tether of the delivery system. The delivery system tether was broken/cut/pulled apart. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The device cup of the delivery system was damaged. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The outer shaft was kink/buckled at 5.5 cm from the distal end of the delivery system. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. The tether was cut. The tether was twisted. The distal edge of the device cup was damaged. There were no anomalies found during flushing of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1vr01] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the delivery system (ds) and leadless ipg exhibited placement difficulty. During the removal of the ds, the two pressurized saline bags were inadvertently inverted which compromised the flush intended for the introducer. Following partial retraction, the ds became stuck, exhibiting significant resistance and a tendency to retract inward, rendering further extraction impossible. By applying steady traction to the ds while simultaneously advancing the sheath, the leadless ipg was successfully recaptured and withdrawn. Upon external examination, the tether was observed to be braided and tightly tangled, having formed a knot between the catheter and the proximal end of the leadless ipg. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: pli# 10 product ID# mc1vr01 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.